Event description:
There was an allegation of questionable elecsys ferritin results from the cobas pure e 402 analytical unit. The initial result was 1.94 ng/ml, and the repeat result the next day was 191.0 ng/ml.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was acceptable. There was no product problem identified.